Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the offset stem bolt wasn¿t engaging fully with femoral adapter ¿ potentially cross threaded. Tried other neutral bolt and sleeve trial bolt which all connected fine so not a fault with adapter. No delay to surgery.